Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was depleted. The patient had an MRI on (B)(6) while the battery was depleted but there was no adverse event or issues related to the MRI and the patient did not have any issues after the MRI. There were no patient symptoms reported. Additional information received reported the patient had not used their device, charged, or felt stimulation for 6 months. As a result there were telemetry/communication issues. An antenna locate resulted in a range from 42-52. It was suspected the device was over-discharged. On (B)(4) 2015, the manufacturer representative performed three physician mode resets (pmr) but the battery was still not responding. The patient was sent home to perform two consecutive 60 minute recharge modes but had not yet seen the normal charging screen. Additional information received reported that the patient had been unable to reset their device. Battery replacement was noted to be scheduled as it was not delivering therapy. Additional information received reported that the device was not working but no date had been scheduled for replacement. It was believed they were awaiting insurance authorization. It was noted that the device would be sent to the manufacturer for analysis when explanted. Follow-up was performed to determine the date of replacement. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).